Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of clotting and fibrin. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood & gas flows) the results are as follows: 267 mmhg blood side pressure drop conclusion: reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received information that during use of a fusion oxygenator, it was reported the customer had primed the bypass circuit with no issues. When the customer tested the arterial line for patency, the forward flow was fine and line pressure correlated with the patient. The customer proceeded to retrograde autologous prime (rap) the arterial and venous lines when connected to the patient. After retrograde autologous was primed, the prime drugs (heparin, sodium bicarbonate, mannitol, albumin) were put in the pump. Then, cardiopulmonary bypass was initiated. When on bypass, the cardioplegia line was flushed to the field. Next, the flows/rpm (centrifugal pump) was turned down for the surgeon to put the cross clamp on. The centrifugal pump came back up to 2800-3000 rpm and the customer started giving antegrade cardioplegia. While cardioplegia was given, it was noted that the pump was flowing below 2 l/min and the line pressure was low around 100 mmhg or so and proceeded to decrease below 100 mmhg. The patient was brought to a point of stability, then came off bypass. The oxygenator was then changed out/replaced for another one in a new/different pack. The lines were disconnected from the 1st oxygenator and transferred to the 2nd oxygenator. The customer primed with crysta lloid through the quick prime line down into the oxygenator. The customer recirculated the prime and blood through the oxygenator recirculation line, manifold at the oxygenator outlet, and the recirculation line included in the quick prime line. The oxygenator was tilted to make sure there was no air at the oxygenator outlet during recirculation and deairing. From here, the customer tested the forward flow to the patient just as the arterial line was tested before. Flows and pressure correlated. The bypass was initiated for the 2nd time and the flows and pressure were better reaching 4 l/min and higher with the same 2800-3000 rpms and line pressures reading 130 mmhg and higher. The following day, the patient woke up and appeared to be okay. No patient complications have been reported as a result of this event. Medtronic received additional information that the issue occurred during a coronary artery bypass graft procedure (CABG). The perfusionist informed the surgeon that the patient was having low flows and not able to maintain a good cardiac index. Corrections d1.brand name, d4. Model#, d4.1 catalog#: these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion cardiotomy venous reservoir, it was reported the customer had primed the bypass circuit with no issues. When the customer tested the arterial line for patency, the forward flow was fine and line pressure correlated with the patient. The customer proceeded to retrograde autologous prime (rap) the arterial and venous lines when connected to the patient. After retrograde autologous was primed, the prime drugs (heparin, sodium bicarbonate, mannitol, albumin) were put in the pump. Then, cardiopulmonary bypass was initiated. When on bypass, the cardioplegia line was flushed to the field. Next,the flows/rpm (centrifugal pump) was turned down for the surgeon to put the cross clamp on. The centrifugal pump came back up to 2800-3000 rpm and the customer started giving antegrade cardioplegia. While cardioplegia was given, it was noted that the pump was flowing below 2 l/min and the line pressure was low around 100 mmhg or so and proceeded to decrease below 100 mmhg. The patient was brought to a point of stability, then came off bypass. The oxygenator was then changed out/replaced for another one in a new/different pack. The lines were disconnected from the 1st oxygenator and transferred to the 2nd oxygenator. The customer primed with crystalloid through the quick prime line down into the oxygenator. The customer recirculated the prime and blood through the oxygenator recirculation line, manifold at the oxygenator outlet, and the recirculation line included in the quick prime line. The oxygenator was tilted to make sure there was no air at the oxygenator outlet during recirculation and deairing.from here, the customer tested the forward flow to the patient just as the arterial line was tested before. Flows and pressure correlated. The bypass was initiated for the 2nd time and the flows and pressure were better reaching 4 l/min and higher with the same 2800-3000 rpms and line pressures reading 130 mmhg and higher.the following day, the patient woke up and appeared to be okay. No patient complications have been reported as a result of this event